Event description:
It was reported the pt was having trouble with erosion of the device at the pocket site. The pt had previous history of erosion (see MFR report # 3004209178200808175). Moving the device pocket had not helped. All device pockets have been in the abdomen. The current device was thought to have been put in the same pocket as the last device. Specifically the bottom corner of the ins is eroding. The hcp was considering moving the pocket to the buttock. The pt had no known pre-existing healing or chronic condition that could be contributing. Additional information indicated the pt was seen in the clinic where a "small hole in the pt's skin" was noted. The device "had eroded right through." An infection was also confirmed and the device had been removed. So far no replacement had taken place as the hcp wanted to wait for several months until the infection had cleared.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.